Manufacturer narrative:
H.6. Investigation: received one (1) unused pbbcs unit from ref. (B)(4), lot 8354645. One (1) sample photo was submitted for evaluation which displayed a pbbcs unit. A visual / microscopic evaluation was performed on the returned sample. White foreign matter was observed on the outside tubing has it attached to the female luer connector. The foreign matter was determined to be a piece of terry wipe with adhesive residue. Based on the evaluation of the submitted photos, similar findings to that of the returned unit were in common. The defect tubing damage was confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® push button blood collection set had failure of product to contain blood/medication (i.e crack or hole in the syringe, cut, etc). The following information was provided by the initial reporter: the customer stated the "device was found to have a defective connector and tubing. The product was rejected in our production line by an operator."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® push button blood collection set had failure of product to contain blood/medication (i.e crack or hole in the syringe, cut, etc). The following information was provided by the initial reporter: the customer stated the "device was found to have a defective connector and tubing. The product was rejected in our production line by an operator."